Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 to jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10/ 13/22) : the device was returned to the factory for evaluation on 08/25/2021. An investigation was conducted on 08/31/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be completely flexed away at the center of the hot jaw to the tip with slight detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed on the jaws. No electrical testing was conducted due to the extent of damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they said that the metal flap lifting at the jaws of the cutter. It did not come detached, silicone did not peel off. This happened in the second leg harvest. Meaning they had to use both legs for vein. They did not replace as this was seen after last branch was cut/cauterized and was not used again for any tissue. Vein was good with no adverse issues.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they said tat the metal flap lifting at the jaws of the cutter. This happened in the second leg harvest. Meaning they had to use both legs for vein. They did not replace as this was seen after last branch was cut/cauterized and was not used again for any tissue. Vein was good with no adverse issues